Event description:
It was reported that a female patient underwent a revision breast augmentation with a 275cc mentor memorygel breast implant prosthesis and experienced left-sided rupture postoperatively. The patient underwent bilateral removal and replacement with two 475cc mentor memorygel breast implant prostheses (right catalog #: 3504754bc, right serial #(B)(4), left catalog #:3504754bc, left serial #(B)(4)) on (B)(6) 2021. Upon explantation, the left-sided device was found to be ruptured. At the time of this report, it is unclear as to the reason why the patient underwent bilateral removal and replacement on (B)(6) 2021. However, follow-up is in progress. If additional information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).